Event description:
The customer reported that the defibrillator fails to charge above 50 joules. There was no pt use associated with the reported event.

Manufacturer narrative:
The customer indicated the device had been forwarded to a local medical equipment engineering facility for eval. The customer was advised that the device was no longer supported and replacement parts were no longer available. The device ceased being marketed in 12/1990.